Event description:
The customer reported the ventilator would not function on backup battery. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources. Customer approval for service was unsuccessful and the customer could not be reached to obtain followup information for the reported problem.

Manufacturer narrative:
Device out of warranty; no approval for manufacturers service. No approval for manufacturers service; unable to obtain followup information.